Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was lumbar spondylolisthesis at l4-l5. It was reported that, the patient had surgery on (B)(6) 2024 utilizing voyager 4.75 for posterior fixation and catalyft pl for interbody fusion at l4-l5 posterior lumbar interbody fusion. During the patient's 3 month post op visit, it was noted in the x-ray films that the catalyft pl expandable interbody collapsed. It was just over 4 months post operative; hence, patient did not achieve solid fusion. The patient did not experience any symptoms or complications as a result of the collapsed cage. There is no current plan to explant the collapsed cage. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.